Event description:
It was reported that the patient presented remotely via merlin.net. It was noted via stored electrograms that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave oversensing. The ICD was reprogrammed. There were no patient consequences.